Event description:
"Recapping syringe after giving injection to hepatitis c+ pt, paying attention to engaging caps locking device and needle came through cap unobserved and stuck right anterior index digit in pip area".